Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low and high blood glucose levels ranging from 40 to 400 mg/dl. The customer was new to the insulin pump and had forgot to perform a bolus after eating to counterbalance their low blood glucose levels which caused the customer's blood glucose to rise. The customer did not mention any form of treatment for their blood glucose levels. The customer did not return the product back for analysis.